Manufacturer narrative:
The following fields have been updated with additional information: d.8. Device single use? D.10 device available for eval? Yes. H.6. Investigation summary bd received 2 samples from the customer in support of this complaint. 1 returned sample was lot 1350456 and it expired 09/2022. Another 1 returned sample and 19 retained samples were functionally tested and the issue of underfill was not observed as it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained samples test results. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 2 lots of bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes an unspecified amount were underfilling. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tube does not fill to the fill line, it does not seem to have enough vacuum. The citrate tube does not finish filling, missing approximately 1 finger to the line.

Event description:
It was reported that during use with 2 lots of bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes an unspecified amount were underfilling. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tube does not fill to the fill line, it does not seem to have enough vacuum. The citrate tube does not finish filling, missing approximately 1 finger to the line.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1350456, medical device expiration date: 30-sep-2022, and device manufacture date: 16-dec-2021. Medical device lot #: 2256240, medical device expiration date: 31-may-2023, and device manufacture date: 13-sep-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.